Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported sys error 105 was reproduced and confirmed through eval. It was determined that this condition was cause by a seized motor. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had sys error 105. It was also reported there was no pt involvement.